Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula broke off in body. Customer blood glucose level was unknown. Customer reported that the introducer needle fractured while in the body. Customer reported that they was unsure if the introducer needle was still in the body. Customer reported that they did not receive medical treatment as a result of the needle fracturing while still in the body. Troubleshooting was performed. Sensor will not be returned for analysis.